Manufacturer narrative:
The insulin pump up arrow did not respond due to flattened button dome switch. The backlight display functioned properly. The device had broken reservoir tubelip but oring is ok. Device also had broken battery tube threads, cracked display window corner, cracked reservoir tube.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. .

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not performed. The device was returned for analysis.